Event description:
The customer reported that after 45 mins of use, the jaws of the device could not be re-opened while on tissue during a colon resection. The surgeon removed the device by prying them open with another instrument. There was no pt injury.

Manufacturer narrative:
(B)(4). To date the incident sample has not been rec'd for eval. If the sample is rec'd or if add'l info pertinent to the incident is obtained a f/u report will be submitted.